Manufacturer narrative:
Concomitant medical products: product ID 3037, serial# (B)(4), product type programmer. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A patient reported burning and stinging towards their bottom. The patient noted the burning sensation began on (B)(6). The patient programmer (pp) would not come on since (B)(6) 2016. The patient stated the pp screen doesn¿t come on and said it had been happening for a couple of weeks. The patient stated she had tried new batteries and it was not coming on. The patient stated she was turning it up and they felt like it was on a really high number. The patient stated she had a really intense sensation, like it was stinging and burning down towards her bottom. The patient noted this had been happening since (B)(6). The patient had not had any falls or trauma, and did feel stimulation but thinks it¿s up too high. The patient is implanted for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.